Manufacturer narrative:
Date of event: estimated based on the implant date of (B)(6) 2020 and the event being discovered at the 6-month follow-up visit.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The device placement position was at the left atrial appendage ostium, the device compression rate was at 14.2% to 23.9%, and there was no leak on all angles. The device release criteria was met, and release was performed. A 45-day follow-up was performed with a computerized tomography (CT) scan, but there was no particular problem noted. A 6-month follow-up was also performed with a CT scan, and determined that a device thrombus had formed on the surface of the device with a major axis of 13.66mm and a minor axis of 7.11mm on the CT. Anticoagulant and aspirin were administered, and a confirmation was performed through transesophageal echocardiography after 10 days. The size of the thrombus had decreased. The patient had no clinical symptoms up to the 6-month follow-up.